Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the dbs was not working the last day or so. It was also reported the symptoms were out of control and the patient couldn't stop shaking or having tremors. It was reported the device got turned off and they were unable to turn the device back on. This was a sudden change of symptoms. No further complications were reported as a result of this event.